Manufacturer narrative:
The event occurred in other country.

Event description:
Reporter stated that patient's blood glucose was measured, using the compact plus system, with back-to-back results of 16 mg/dl and 86 mg/dl. Reporter did not indicate if patient modified therapy based on these results. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.